Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved towards the ventricle and was implanted at a depth of 10-12 mm. An echocardiogram indicated mild paravalvular leak (pvl) and an angiogram indicated moderate pvl. No treatment was prescribed as the hemodynamics were acceptable and stable. One week post implant severe pvl was noted with pulmonary edema. Eight days post implant, a second transcatheter bioprosthetic valve was implanted valve-in-valve and decreased the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.